Manufacturer narrative:
(B)(4). Date sent: 1/9/2026. Corrected data: b1, b2, h1. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Date sent 12/4/2025. D4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the medical or surgical intervention that took place due to the bleeding? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Did the patient receive any preoperative chemotherapy or radiation? Were the staples the appropriate b-shape form? Any clips, clamps, or graspers near the area where the device was being fired? Please provide a timeline of events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op to a laparoscopic lobectomy, approximately 3 hours postoperatively, the patient drained approximately 5 ml of bright red bloody fluid from the closed thoracic drain. Chest CT reexamination showed pulmonary hematoma formation, which was considered to be caused by transection surface oozing. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 12/19/2025 additional information was requested, and the following was obtained: is this a duplicate file for pc-(B)(4) ? -no what was the medical or surgical intervention that took place due to the bleeding? -no was a transfusion required? -no how was the bleeding addressed? -the bleeding points coagulated naturally what was the pre and postoperative anti-coagulant and pain management protocol? -no was the bleeding intraluminal or extraluminal? -intraluminal did the patient receive any preoperative chemotherapy or radiation? -unknown were the staples the appropriate b-shape form? -unknown any clips, clamps, or graspers near the area where the device was being fired? -no.